Event description:
During a normal eri device change-out, externalized conductors were observed via review of fluoroscopy. Patient was asymptomatic. Electrical testing of the lead was normal. The lead was explanted.

Event description:
New information notes that the patient experienced inappropriate shocks and pain.

Manufacturer narrative:
A partial lead was returned in two pieces. Multiple external insulation abrasions were found on both pieces, consistent with friction to the ICD can. The etfe insulation of the rv cables was intact. The etfe insulation of the re cables was compromised. Internal abrasion was noted at 14.3cm to 14.6cm from the distal tip. The etfe insulation was intact.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.